Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting low pacing impedance and oversensing noise due to possible fracture. The lead was explanted and replaced. The right atrial (ra) lead dislodged during the rv lead revision and was also explanted and replaced. No patient complications have been reported as a result of this event.